Manufacturer narrative:
Pump received and unit had unresponsive buttons due to flattened act buttons and dome switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime and system sensor test or excessive no delivery test and displacement test due to unresponsive buttons. No unexpected numbers ramping or scrolling during testing. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump act button is not working and the buttons are not responsive and are scrolling. Customer does not recall any significant events leading to the error. Customer's blood glucose was 420 mg/dl at the time of incident. Troubleshooting was done for keypad anomaly but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.